Event description:
It was reported that there was a map shift during a procedure.

Manufacturer narrative:
The investigation of this event is in progress. This report will be updated upon completion of the investigation process.